Event description:
A cryoablation procedure was performed using a cryoablation catheter and a mapping catheter. A double transseptal puncture was performed and the patient showed vital sign changes after the second puncture. Echo was called to evaluate for effusion and minimal effusion was noted. Patient showed drop in bp, st changes, afib. Vitals stabilized and the procedure proceeded. 4 ablations were performed in the lspv. The first two ablations had poor temperatures (-34c, -37c) due to modest occlusion. The first ablation was stopped at 120 seconds and the second was a full 240 seconds application. The physician advanced the cryoballoon a bit more and moved the sheath up to provide support. The cryoballoon was inflated with good occlusion and two full 240 seconds applications were performed at good temperatures (-54c). The physician mentioned that there was post ablation adhesion of the cryoballoon; after the balloon collapsed, he felt some resistance and pulled the balloon into the sheath. The physician then tried wiring the lipv maneuvering the mapping catheter into the laa, lspv, laa. The patent's bp started to rapidly fall. Effusion was seen by ice. Echo was called again to document the effusion. The effusion was tapped and several containers of fluid were taken from pericardial space forcing the decision to take patient to or. Surgeon found that the lspv was torn. The patient received a successful bovine patch to repair the lspv. A maze procedure was also performed.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Neither bin files nor failure files show any system notice for the date of case. Bin files show at least 7 injections were performed with the cryoablation catheter. The minimum temperature reached is -59°c at 254 seconds of injection 6. Minimum thawing times elapsed are 24 seconds (from -37°c to +20°c) at injection 5 and 28 seconds (from -40°c to +20°c) at injection 3. No product has been received for analysis. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.